Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 400 mg/dl. The customer had treated their blood glucose with a bolus delivery. It was found the customer had excessive urination as a symptom of their high blood glucose. Troubleshooting for the customer's insulin pump found the insulin pump passed all functional testing. Customer's settings were also correct on their insulin pump and there was no bent cannula found. Customer was advised to change out their infusion set, reservoir, and insulin. No additional information provided.